Manufacturer narrative:
D5; h2,3,4,6; g4: added addition info. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: catridge batch number, a-k47k2e b-k-46; cartridge position, ab-loaded; casing position, midway; hook shroud condition, damaged; lockout slide position, unlocked; number of staples return in cartr, ab-none; retaining pin position, midway; safety position, unlocked; trigger position, closed. Analysis conclusion: based on the info received and the visual results, it was concluded that the retaining pin was not fully forward prior to dialing the adjusting knob into firing range. This is evidenced by the visible damage to the instrument. It should be noted that, as the instrument is shipped in the locked out position, it is imperative that the retaining pin must be fully forward and completely into the anvil hole prior to dialing the adjustming knob into firing range. The gray retaining pin tab must be fully flush against the distal end of the track. This will unlock the instrument and allow the instrument to perform as designed. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a left pneumonectomy while using the tlv30 the device fired poorly-formed staples. As a result, there was oozing along the staple line. This stapler was used across the pulmonary vein and the surgeon said the staples were malformed. The surgeon sutured over the site. The surgeon fired the device again and it worked fine. Then upon inspection of the device, it was noted that the tlv30 was split on top. Another tlv30 was opened to complete the case. The rep is returning the device and it's original load. There was no consequence to the patient.